Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, patient notifier could not be activated despite multiple attempts. The patient did not experience any adverse event due to the issue. The device still has 6.7 years of remaining longevity. Device was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported field event of patient notifier anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.